Manufacturer narrative:
D10 correction: removed "see h10..." H10 correction: removed "continuation of d10: product ID: 3037, lot#/serial#: (B)(6), product type: programmer patient." H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. H6 correction: a071102 should have been in previous report (corresponding nclt code: c63173). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the previously reported issue was not caused by normal battery depletion. When asked what most likely caused or contributed to the issue, they responded "issues in programming the unit." When asked what steps were or would be taken to try to resolve the issue, they stated they took the unit to the doctor. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back with the assistance of nursing home aid and stated they ended up seeing their doctor in october and the ins was still working and the programming was changed. Now the patient would like to change programs again because everything was working fine up until the last month. When patient tries to synch to the ins they encounter poor communication message both with and without antenna attached. Reviewed potential for eos (end of service) and redirected to seek assistance from managing physician. Asked, however patient could not recall the name of their physician.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was having problems with leaking. They had increased stimulation 2 years ago and the leaking did not improve. They said they know when they have to go to the bathroom but if they have to hold it urine started to leak down their leg. They said they cant hold their bladder long enough. They were not getting 50% reduction in symptoms. The patient wanted to try a different program and during the call they received poor communication with and without the antenna attached. Patient services reviewed possibility of depleted ins and recommended the patient follow up with their healthcare professional. Additional information was received from the patient. On 2020-oct-13 reported that they went to the doctor, and the doctor said that the ins battery was fine, and they should turn up the amplitude. This was attempted on the call, but the patient and their husband kept getting poor communication both with and without the antenna. The patient was sent a replacement programmer (pp). Additional information received from the patient on 2020-10-21 stated that they received replacement programmer but forgot how to sync. Reviewed how to use the programmer with and without the antenna attached but patient continues to encounter poor communication message. Patient stated they saw their doctor about a month ago but when patient services asked if the doctor checked the status of the ins battery patient was not sure. Patient confirmed they can feel the ins and are positioning programmer/antenna correctly.